Event description:
The customer contact reported a separation. The tubing set was returned to the central services with a note that stated, "tube fell apart. Was not pulled while using for kcl." The note also indicated that there was difficulty in controlling the pt's blood pressure. No specific event details were provided; however, it was reported that the tubing set was replaced and the therapy was resumed. It was reported that after the therapy was resumed and the pt's blood pressure stabilized to an unspecified level, the customer contact indicated that the pt is fine with adverse outcome, multiple unsuccessful attempts have been made to obtain specific pt information, the pt's blood pressure readings before and after the tubing separation, the location of the tubing separation and how the separation was noted.

Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4).